Event description:
The customer reported having high blood glucose of 584 mg/dl. The customer stated that she took a manual injection of 6.0 units before calling. Instructed the customer to remove the infusion set from the body. The customer stated that the cannula was bent. The customer also stated that she is going to the emergency room for treatment. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.